Event description:
It was reported by the customer that her son had a procedure in 2007, to have keloids removed from an earlobe and dermabond was used to close the incision. That day, the area was red, the next day it appeared more red. The pt was treated with antibiotics and also followed by the ent surgeon at which time the skin behind the earlobe became a hole. After 3 months, the pt had outpatient surgery to repair the area. During a follow-up call on 1/4/2008, it was reported that the pt had earrings in place that stretched the earlobes to make them bigger, and developed keloids at the earring site. In 2007, the keloids were removed and at the incision sites, disposable sutures were used and then dermabond was placed. Within the first week post op, holes had developed in the earlobes and the right side earlobe had detached from the head. Over the following 3 months, the pt underwent debriding of the site multiple times. The areas still would not heal right and the pt underwent nitrous oxide treatments to promote healing. In october, the pt had further removal of necrotic tissue and then reconstruction of both of his earlobes.

Manufacturer narrative:
Some info for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The event required the removal of the previously inserted ports. The product is provided sterile. Studies have shown that following application of dermabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.